Event description:
(4/4, reference (B)(6) for related complaints) (documenting cassette incident#2) it was reported that a cadd legacy pump, serial number (B)(6); alarming continuously with no disposable clamp tubing screen message was experienced. No further details provided.